Event description:
It was reported that the ventricular lead exhibited increased impedance. The change was gradual. Sensing and pacing were normal. No noise was present at the time of assessment. Patient was stable and will continue to be followed normally.

Event description:
New information received notes the right ventricular lead was noted to have no capture in addition to the previously reported high impedance. The lead was capped (B)(6) 2020. The patient was stable.